Event description:
Note: the exact date of the event is unknown. It was reported to boston scientific corp on feb 24, 2009, that a resolution clip device was used during a colonoscopy procedure, performed approximately one week prior to this report. According to the complainant, the resolution clip device sheath was advanced through the scope and the clip deployed prematurely. The clip fell into the pt and was not retrieved. There was no concern that the clip would pass naturally from the pt. The procedure was completed with another resolution clip device without any additional complications. There were no pt complications reported as a result of this event. The pt's condition was reported as "patient is fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the device failure analysis, if there is any further relevant information from the review, a supplemental medwatch will be filed.